Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the tubing in the emergency department had a hole. The nurse had previously administered medication with no issue. The tubing could have possibly gotten caught in the side rails of the bed.